Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported that patient experienced that the infusion set cannula was kinked. The patient reported ten infusion sets had issue, started on (B)(6) 2024. Within 3 hours of abdomen and upper buttocks insertion customer noticed symptoms for all events.the blood glucose level of the patient was 330-400 mg/dl. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 10.